Event description:
It was reported that the customer believes that there "may have been an error" in an insulin infusion rate on (B)(6) 2023. It was also reported that the entered rate of 9 units/hr was ten times the prescribed rate of 0.9 units/hr. There was patient involvement but the impact is unknown.

Event description:
It was reported that the customer believes that there "may have been an error" in an insulin infusion rate on (B)(6) 2023. It was also reported that the entered rate of 9 units/hr was ten times the prescribed rate of 0.9 units/hr. There was patient involvement but the impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.